Manufacturer narrative:
There is no objective evidence to support the conclusion that either the use of the smiledirectclub aligners nor the smiledirectclub aligner system caused, contributed, or would likely cause or contribute to the reported symptoms. This event is being filed as an MDR since the patient reported symptoms or physiological conditions similar to that of an allergic reaction which in severe or acute cases could potentially progress to anaphylaxis.

Event description:
Cx put aligners in for the first time and got a sore throat,took them out an it went away.